Event description:
Orthodontist reported that during the debonding of an apc clarity ceramic bracket, tooth dentin was exposed when an enamel fragment measuring approximately 1mm x 2mm and 1.5mm in depth was removed from the buccal surface of an upper right second bicuspid tooth. Orthodontist repaired the tooth with composite material.